Event description:
A pt called lfs in 11/2002 alleging their ot ii meter would not power on beginning in 20/2002. The issue was unresolved with troubleshooting. In 2002, pt was taken to the emergency room because they were not feeling well due to high glucose symptoms. Pt obtained a reading of 500 mg/dl at the hosptial. Pt stated that they were treated with insulin to bring their glucose down.